Event description:
The referenced passport xg monitor utilizes an external power supply "brick" which supplies power to the unit. The "brick" connects to the monitor with a short cable, and ac power to this power supply is connected by a detachable cord set with a hosp grade plug on the mains supply end, and the commonly used international cord set connector on the "brick" end of the cable. The hosp has had several occasions in which the cord set connector has worked loose in the mating receptacle on the power brick, causing a poor and intermittent connection and a sparking and smoking to occur. In one case, sufficient heat was generated to melt the molded vinyl connector of the cordset. Investigation has revealed that the mate between the cord set and the receptacle is relatively loose, and that the pins of the receptacle during normal handling and use, causing the intermittent connection and consequent sparking and heat. Of six monitors in use on a pt floor, all cord sets showed smoky discoloration of the connector pins, indicating this condition. This detachable cord set is commonly used on medical and other equipement, however several of the mfrs which use the cord employ a receptacle with a built in retainer clamp which prevents inadvertent detachment of the cord. The datascope power bricks, do not incorporate any form of retainer and therefore rely on the tightness of fit of the connector in the receptacle to prevent detachment. This properly varies with the age of the connector, datascope sales representative did, in fact, show rptr an older cord set in his possession which appeared to require considerably more force to detach than the cord sets currently being supplied with the equipment. Because rptr has experienced a problem with this attachment on several monitors, repeatedly, and in one case the melting of a connector, rptr believes that datascope needs to design a retainer mechanism into the power supply. Reliance on the mating tension alone is not sufficient to ensure that disconnection will not occur. Because this is a medical device, employed in a pt care setting, it is important to insure that these disconnections do not occur, whereas in the case of a personal computer or other non-critical device, this may be of less concern. There also would appear to be the remote possibility of a worst case scenario, fire hazard, given that user has actually seen sufficient heat generated to melt the plastic connector.